Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net .review of the transmission revealed non sustained lead noise due to post paced t wave oversensing on the defibrillator. The patient did not receive any therapy during oversensing. Programming changes were made. No new episodes were seen.